Manufacturer narrative:
The customer received technical support remotely from a philips technician. The customer stated that the paddles need replacement and requested replacement part information. The rse provided the customer with the dealer contact information to order the new paddle set; no further information was received. The service order was closed.

Event description:
It was reported to philips that the device required external paddles. No further information was obtained. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.